Manufacturer narrative:
Patient information: no further patient information was provided by the customer. Service inspected the analyzer and found dried CT fluid on the cuvettes and the pinch valve, ict aspiration pump was faulty. Replaced the pinch valve, ict aspiration pump and cleaned the cuvettes. Part replacement resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the pinch valve, ict aspiration pump did not identify any trends. A review of tracking and trending for the alinity c did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the pinch valve, ict aspiration pump or the alinity c processing module serial number (B)(4) was identified.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for one sample. The following data was provided: sid (B)(6) initial result = 167 mmol/l, repeat = 140 mmol/l no impact to patient management was reported.